Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported on (B)(6) 2021 the physician attempted to electively explant the lead. During the procedure, the lead broke and the paddle portion of the lead still remains implanted. Surgical intervention may be pending to explant the rest of the lead.